Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The meter passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the meter was found to have results below the acceptable range. On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device (bayer contour). The reporter claimed obtaining blood glucose readings of "390 mg/dl" with the subject meter, and "301 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.

Manufacturer narrative:
The meter involved with this complaint has been further evaluated by lifescan product analysis and the investigation concluded that incorrect test specifications had been used during testing, which have been addressed by lifescan¿s quality management system. The meter has been re-evaluated following revised procedures using the correct test specifications, and no failure relating to inaccuracy was found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. This supplemental is also being sent to correct information that was previously submitted within the initial 3500a. The alert date of the initial report should have stated (B)(6) 2016.